Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1 syringe of juvéderm volbella® xc in the lips and three months later the patient experienced swelling of the lips. The next day the patient experienced sores on the lips, and was treated with 4mg medrol dosepak. The injector also reported they believe the patient has now formed granulomas in the lips. No diagnostic testing has been performed. The symptoms have not resolved.